Manufacturer narrative:
The v.a.c.® granufoam¿ dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged slough and debridement are related to the v.a.c.® granufoam¿ dressing. The patient had a pre-existing infection prior to isolation on (B)(6) 2022. The nurse confirmed the patient's spouse performed one dressing change between (B)(6) 2022, which is not in accordance with the manufacturer's recommendations. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 09-aug-2022, the following information was provided to kci by the home care team leader: a patient contracted covid. Due to isolation, the nurse advised patient to turn off the activ.a.c.¿ therapy system, remove dressing and apply standard of care dressing until isolation period was completed. The patient's spouse asked if the team leader was able to change the v.a.c.® dressing and was instructed no. The nurse went to restart v.a.c.® therapy when the isolation period was over, and the patient's spouse reportedly changed the v.a.c.® dressing. When the nurse inspected the wound, it was allegedly found to have green slough throughout the wound bed and a suspected infection. On 24-aug-2022, the following information was provided to kci by the nurse: the patient had a pre-existing infection prior to isolation on (B)(6) 2022. The patient's spouse performed one dressing change between (B)(6) 2022. V.a.c.® granufoam¿ dressing was utilized. On (B)(6) 2022, the nurse went to restart v.a.c.® therapy, the wound bed had green slough. On (B)(6) 2022, the wound was surgically debrided by the physician. On 02-sep-2022, the following information was provided to kci by the nurse: the debridement was part of the patient's standard of care prior and post this incident, and the wound would have still required debridement even if the spouse hadn't changed the v.a.c.® granufoam¿ dressing. The v.a.c.® granufoam¿ dressing remained intact when the nurse came back post isolation on (B)(6) 2022. No additional information was provided. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed.

Event description:
On 14-sep-2022, the following information was provided to kci by the nurse: the green slough and subsequent debridement was attributed to the patient's pre-existing infection and was unrelated to the v.a.c.® granufoam¿ dressing.

Manufacturer narrative:
Based on the additional information provided on 14-sep-2022, it was determined that the alleged slough and debridement were attributed to the patient's pre-existing infection and unrelated to the v.a.c.® granufoam¿ dressing. Therefore, kci has deemed this event not reportable.